Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Device remains implanted.

Event description:
It was reported from germany that the patient described poor connection of all power sources on power port one (1). The device was checked by a company representative who noticed a loose contact on power port one (1) and could reproduce a low priority alarm when moving the battery cable when connected to the controller. The treating facility performed an elective controller exchange. The patient reportedly tolerated the controller exchange without any problems. The device will be returned to the manufacturer for evaluation.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. The reported event could not be confirmed. Analysis of the device revealed that the device met specifications. The controller passed visual inspection and functional testing. Log file analysis found a critical battery alarm. This was an incidental finding not related to the reported event. There are no known clinical factors that could have contributed to this event. Applicable risk documentation and experience with events of similar circumstances were considered; events with loose power source connections are most often attributed to mechanical damage sustained due to misalignment of the power sources. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.